Event description:
It was reported that during a synechiotomy procedure, the blade broke and fell into the pt's abdominal cavity. It was removed. Another device was used to complete the case. There were no adverse consequences to the pt.

Manufacturer narrative:
Info anticipated, but unavailable at this time.